Event description:
After iabp for about 8 hours, the iab leaked. The iab was removed and no second iab was inserted. On 06/10/1998, the following was reported to datascope: the pump alarmed "check catheter". All attempts to fix the problem were not effective. Blood was noted in the catheter line and the balloon was removed. The decision was made not to insert another iab. There was no pt injury or complication as a result of the event. The pt is still in the hospital. (Event complications): none from the event - reported 05/15/1998 & 06/10/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.